Event description:
It was reported by the sales rep that during an unknown procedure the tip of the needle broke off. It was retrieved and the case completed with no patient consequences. No other information is available at this time.

Manufacturer narrative:
The lot number was not provided so a batch review of the finished good lot and components could not be reviewed at this time. The needle is an ethicon device. The exact device was not returned for review. Samples from the same lot were not available for review. The third-party evaluation report has not been received to date. If samples or the report become available at a later date, the samples or information will be reviewed and added to the file and a follow-up report will be submitted at that time. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps, surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. Without receiving ethicon¿s third-party analysis report, testing sterile devices from the same finished good lot, reviewing magnified photos of the broken device or receiving details regarding the tools utilized to grasp the needle component/size of trocar utilized, procedure performed, details of intervention provided, or the surgeon¿s technique a definitive root cause cannot be determined at this time.

Manufacturer narrative:
A review of the device history records for the finished good lot and raw material components, did not identify any quality issues during the incoming, manufacturing, in-process or final inspection processes. The needle component is supplied by ethicon. Ethicon third party evaluation of the needle concluded with the following: the sample was received for analysis at ethicon third party. A fracture was observed at the tip of the needle. One piece of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The sample was ultrasonically cleaned with a solution of tergazyme for 5-min, a heated solution of alconox for 10-min, tergazyme for an additional 5-min, deionized water for two minutes and acetone for five minutes. The cleaning process was repeated to remove adherent particles from the fracture surface. Some debris remained on the surface; however additional cleaning was not performed to preserve the fine fractographic features. The specimen was then air-dried and stored until analysis. The fracture surfaces were examined in multiple locations to determine the fracture mode the fracture surface contained micro void coalescence (mvc), evidence of a ductile fracture mode. Mechanical damage in the form of indents and scratches were observed coincidental to the fracture. The evaluation of the sample revealed the fracture was composed of micro void coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture.